Event description:
A potential product problem has been reported between our treatment planning system with the use of a 3rd party rt archive system. "When importing pt data from the rt archive system, pt study data can become corrupted when selecting a whole patient or whole study of a pt by marking the folder. The actual study date is replaced by series date. Additionally, the study time is replaced by series time. When selecting the single dicom files, the imported data is correct. If the user selects specific data according to the study date, the wrong dicom object can be retrieved from the database. This error may result in use of wrong planning data. The root cause on this matter has not been determined and is still under investigation." As reported, "the mistreatment case happened with one prostate pt for one treatment session (2gy fraction dose). The setup correction was done according to an old reference image. The total error was about 1cm (field about 7cm wide). The error exceeded the expected setup correction limit (3mm) and motion margin (7mm). Since the error happened at the second treatment session the pt did not realized an acute site effect (rectum)."

Manufacturer narrative:
Results: no conclusion can be drawn because the root cause has not been identified. Investigation on this matter is on going.